Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). After stenting the lad, the 185cm moderate support straight pt&#10400;guidewire was attempted to be removed but the tip of the wire basically stayed in the artery. Subsequently, a snaring device was used to retrieve the detached tip. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.